Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) was confirmed. The c and d cable white were on the lead -1 wire was pinched. The root cause for the damaged cable was unable to be identified. There was no adverse event that resulted from the damaged belt.